Event description:
It was reported that the patient presented with malaise. High lead impedance in bipolar configuration was observed and a lead fracture was seen on xray. The lead was capped and no patient complications were reported as a result of this event.